Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify unresponsive keypad/stuck button alarm due to blank display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer stated they were able to clear the alarm. Customer stated they did press a button down for 3 minutes or longer. Customer stated the buttons were working/responding. Customer received a change sensor alert after a calibration not accepted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.